Event description:
Pt on oral meds was getting blood glucose readings around 264 mg/dl for a few weeks on suspect device. Dr instructed pt to take 20u of insulin in addition to her usual medication. Pt passed out and emergency medical technician tested blood glucose as 40 mg/dl. Pt was admitted to hosp and is now doing fine.